Manufacturer narrative:
H4: lot manufactured between july 17, 2020 to july 18, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak at the spike port bonding area. The reported condition was verified at the spike port bonding area. The cause of the spike port issue could not be determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center of the bag. There was no patient involvement. No additional information is available.